Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Tandem customer technical support made multiple attempts to contact the customer for further details of the event; however, there was no response from the customer. There was no additional information provided.